Event description:
It was reported that during the procedure in the distal left anterior descending artery, several unsuccessful attempts were made to advance the xience v stent system through the lesion. During removal of the device from the anatomy, the hypotube separated just after the stent system was removed from the anatomy. There was no adverse pt effects and the procedure was abandoned. Though requested, no additional info has been provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) revealed blood on the stent implant stationary on the tightly-folded balloon between the markers, which is consistent with the reported use. The returned stent implant had no damage and the outer diameter measurements met mfg criteria. The tip also had no noted damage and the length measurement met mfg criteria. Analysis also noted a wrinkled proximal balloon taper, several bends and kinks near shaft separation, and a kink distal to the guide wire exit notch. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Analysis also confirmed the reported proximal shaft (hypotube) separation. The hypotube fracture faces were ovaled and the jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Review of the finished product lot history record was performed for this lot, there does not appear to be any indication of a lot-specific product quality deficiency. Based on the reported info, the reported failure to advance appears to be related to the heavily tortuous and moderately calcified distal lesion with 100% stenosis. Due to the reported resistance during the procedure, the shaft likely became kinked, and then additional handling during removal outside the anatomy resulted in the reported shaft separation and there does not appear to be any indication of a lot-specific product quality deficiency. In mfg, all stent delivery systems are 100% inspected for shaft damage, crimped stent damage and proper crimped stent profile. Additionally, a sampling of units is destructively tested to verify the crimped stent profile and lumen integrity.